Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient's device was implanted. This is the final report.

Event description:
It was recently reported that the patient reportedly experienced a csf leak during initial implantation. The csf leak required a patch. The patient was successfully implanted.